Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient required a PICC catheter for medical reasons. During catheter placement: blood return was observed with the puncture needle; the guidewire was inserted into the vein through the puncture needle; when resistance was encountered, the guidewire could not be withdrawn from the puncture needle; upon removal of the puncture needle, the tip of the guidewire was found to be twisted. A new puncture needle and guidewire were then used to repeat the puncture procedure on the patient.